Event description:
Unomedical reference no.(B)(4). Event occurred in the united states. On (B)(6) 2024, patient has reported that infusion set fell off from body without any kind of physical activity. The infusion set was in use for 2 days. No further information available.